Manufacturer narrative:
It was reported the infuser was being used to assist in the administration of heparinized saline during a stroke procedure. In the middle of the procedure it was identified that the bag appeared inflated but had allowed back flow of arterial blood and fluid into the tubing. The infuser was checked regularly throughout the procedure, appeared to be fully inflated, and the pressure gauge indicated it was fully inflated. The physician stopped the procedure and a new pressure infuser, bag of heparinized/saline and new tubing were obtained and replaced in a sterile manner. This incident did not affect the outcome of the patient, and the procedure continued without further incident. A sample was not received and a root cause cannot be determined. A problem with the tubing or the bag of heparinized/saline cannot be ruled out as a contributing factor to the backflow of arterial blood. Due to the reported incident and in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
It was reported the pressure infuser allowed back flow of fluid into tubing.